Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's blood glucose was 32 mg/dl, which the customer treated by eating. It was stated that a low reservoir notification was received, and the set was changed. The customer was assisted in clearing the alarm and performing a prime. It was recommended that all components of the set be changed out with the set change. Nothing further was reported.